Event description:
It was reported by the manager of biomed, (B)(6), that the siderail of the cub fell down and a nurse was injured. A user was involved and an adverse consequence was reported, however, exact details surrounding the consequence are unk.